Event description:
Patient reported their pump malfunctioned. Patient reported they tried fixing I and caught their finger in it and cut themselves. Patient reported they finally got the pump to start working again, but they think it is time for a replacement. Patient states they believe they had this pump for over a decade. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 8gm. Hizentra indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - unknown is device associated with event available for return? - unknown.